Event description:
The hospital reported a disconnection of the internal tube that connects between the flowmeter output barb to the auxiliary oxygen port due to potential loss of auxiliary oxygen. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The tubing from rear of auxiliary o2 were reconnected to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).